Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.00mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 4atm for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.